Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that the arteriovenous fistula (avf) allegedly failed to create in the ulnar vein in artery via the same ulnar vein and artery access. Reportedly, there was tortuosity within the vein. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history record and a device history record were reviewed. This lot meets all release criteria. All manufacturing records were reviewed and there were no found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: a sample evaluation could not be performed as the sample was not returned. The investigation is inconclusive due to the fact that no sample was returned. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arteriovenous fistula (avf) allegedly failed to create in the ulnar vein and artery via the same ulnar vein and artery access. Reportedly, there was tortuosity within the vein. There was no reported patient injury.